Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. On (B)(6) 2025, the patient presented in the emergency department (ed) with left sided weakness, and got discharged (B)(6) 2025. On (B)(6) 2025, the patient called for appointment and felt fine but blood pressure was up and down. The magnetic resonance imaging (MRI) showed right frontal corona radiata. The notes showed a 3-4 mm leak on 135 view of appendage on (B)(6) 2024, but no peri-device leak present on (B)(6) 2025 echocardiogram and plavix was prescribed to the patient. The patient was reported stable and discharged from hospital.

Manufacturer narrative:
It was reported that after 7 months of successful amulet device implant, the patient presented in the emergency department with left sided weakness. Also reported that there was 3-4 mm leak noted 2 months post device implant; however no peri-device leak was present later. No additional information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported leak and movement disorder could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as a patient was prescribed medication for stroke. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. On (B)(6) 2025, the patient presented in the emergency department (ed) with left sided weakness, and got discharged (B)(6) 2025. On (B)(6) 2025, the patient called for appointment and felt fine but blood pressure was up and down. The magnetic resonance imaging (MRI) showed right frontal corona radiata. The notes showed a 3-4 mm leak on 135 view of appendage on (B)(6) 2024, but no peri-device leak present on (B)(6) 2025 echocardiogram and plavix was prescribed to the patient. The patient was reported stable and discharged from hospital.